Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the belt was unable to communicate with a monitor.

Manufacturer narrative:
Evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (will not communicate with monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to open wires in the trunk cable. The black (main batt) and orange (+5v) wires were open in the cable. The root cause for the open wires could not be positively identified but was likely excessive force. No adverse event resulted from the open wire.